Manufacturer narrative:
Date of event: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that pt states the stimulation is not working like it did when they first put it in. Pt states they are having accidents trying to get from the bed to the bathroom and are unable to hold their water like they used to. Pt states they went to the ER and had some brain work done and had a CT scan and MRI and this issue started after the MRI. Pt states this was last week. Pt stated they called the doctor but they told the pt to call medtronic. Pt confirmed so far they have increased stimulation on their current program to the point where they can't go any higher. Pt states they have not tried other programs yet. Troubleshooting was unable to be performed as pt services offered to assist pt with showing how to switch programs, but pt declined. Pt states they just want to get in to see person who works for the doctor and have the device checked. The patient was redirected to their healthcare provider to further address the issue.